Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". The patient's medical history included diabetes (diabetes), menorrhagia, female sterilization, pelvic pain female and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy bilateral laparoscopic lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: I could view 3 coils on the left and 4 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2007: final cytological interpretation endocervical/metaplastic cells present. Negative for intraepithelial lesion/malignancy.. Hysterosalpingogram - on (B)(6) 2009: undetermined tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". The patient's medical history included diabetes (diabetes), menorrhagia, sterilization, pelvic pain female and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy bilateral laparoscopic lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: I could view 3 coils on the left and 4 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): cytology on (B)(6) 2007: final cytological interpretation. Endocervical/metaplastic cells present. Negative for intraepithelial lesion/malignancy. Hysterosalpingogram on (B)(6) 2009: undetermined tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: case category becomes serious incident. Event " pelvic pain", removal date, medical history, lab data, action taken with drug, patient aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.